Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the tip on the disector was full of moisture which obstructed the view on the monitor. As a result, an alternate harvester was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.